Event description:
Approximately halfway through closing operative wound, staplers noted no closing staples correctly resulting in removal of all staples already utilized. Out of four staplers, none worked. The procedure being performed was bilateral ligation and stripping of varices bilaterally.